Event description:
As reported by the user facility (translation of user facility information by (B)(6)): batch no. 2c1428eh11: no drug flow after connection to the pt. As there was no drug flow, the treatment of the pts was not performed properly.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from (B)(6) for investigation. A follow-up report will be provided after the inspection results are available.